Manufacturer narrative:
(B)(4).

Event description:
Procedure type: subtotal colectomy with colon/rectal anastomosis. According to the reporter: surgeon stated that the stapler performed correctly inter-operatively and the anastomosis was tested without incident. Ten days post-procedure the patient presented to surgeons office with leak symptoms. The patient was admitted to the hospital for reoperation. The surgeon took down the original anastomosis and performed a temporary loop ileostomy. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The patient is stable and recovering.

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.